Event description:
Procedure type: eye surgery. According to the reporter: the suture breaks at day 10 post-operatively allegedly resulting in a recurrence of lower lid ectropion and readmission for surgery. Pt outcome: temporary loss in functioning.

Manufacturer narrative:
(B)(4).